Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that "no power alarm" not sounded during smr upgrade. Controller was exchanged and no effect on the patient. Patient discharged. No additional information is provided.

Manufacturer narrative:
Analysis of the controller, (B)(4), could not be performed as the device could not be located. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Receiving records confirmed delivery of a package to our distribution center in (B)(4) on march 2016. However receiving records in (B)(4) do not show evidence of receipt of the controller in question thereafter. This variance suggests that the package received may have contained a device other than this controller or the controller was physically not contained in the packaging. The displacement of the controller is currently being investigated. Although the incident device was not available for analysis, a full investigation was conducted based on historical data of similar events. The device had been returned due to the "no power" alarm not sounding during the attempt to upgrade the controller's internal software. Historically, similar events of this nature have resulted in the identification of defective internal nickel-metal hydride (nimh) battery. Events of this nature are currently being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.